Event description:
It was reported transseptal puncture was performed with a daig sl1; the user then exchanged the daig sl1 to an agilis introducer. While mapping the left atrium, tamponade occurred using the agilis introducer and an ept blazer ii ablation catheter. The epicardium filled with approximately 900 ml of blood. The pt was in critical condition, however, recovered and was discharged three days post procedure.

Event description:
The patient was critical just after the tamponade; however, the staff was able to stop the bleeding. A needle was used to aspirate the blood from the pericardium and medication was administered to stop anti-coagulants.